Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that received they received open book image. The customer's blood glucose value was 3.5 mmol/l. The customer was assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, the lcd screen had a huge white spot in the upper right hand corner of the screen. In addition to this, the unit displayed a broken force sensor on the lcd screen during pump rewind. After further examination of the unit¿s interior, there are damaged pixels in the upper right hand corner of the lcd screen. Electrical board is corroded particularly around the force sensor connector and the pins of the connector which connects electrical board to electrical board. The motor end cap shows signs of previous moisture presence as well. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the broken force sensor. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. In addition to this, the s/n label located between the belt clip rails has rubbed off and become illegible.